Event description:
Purulent non bacteriogenic infection (nos) [infection]. Increased cell count (unspecified) [cytology abnormal]. Increased erythrocyte sedimentation rate [red blood cell sedimentation rate increased]. Increased c-reactive protein [c-reactive protein increased]. Effusion of the knee joint [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc injection hylan (g-f 20) at a dose of 2 ml per week. The batch lot number of synvisc was s1106 with expiry date 05/2014. After 10 days of injection on (B)(6) 2012, effusion of the knee joint occurred with increased cell count, increased erythrocyte sedimentation rate (esr) and increased c-reactive protein (crp). The laboratory evaluation revealed that esr was 10/18 (units not provided) and CPR was 15 (units not provided). On (B)(6) 2012, the pt was diagnosed with purulent non bacteriogenic infection. On an unspecified date in (B)(6) 2012, the pt recovered from the event of purulent non bacteriogenic infection. Synvisc treatment was permanently discontinued. The outcome for the events of effusion of the knee joint, increased cell count, increased esr and increased crp was not provided. Relevant concomitant medications were not provided. The intensity for purulent non bacteriogenic infection was severe. The intensity for the events of effusion of the knee joint, increased cell count, increased esr and increased crp was not provided. The reporting physician assessed the relationship between synvisc and purulent non bacteriogenic infection as definite. The relationship between synvisc and for the events of effusion of the knee joint, increased cell count, increased esr and increased crp was not provided. The qa (quality assurance) investigation results were received on (B)(4) 2012. The production and quality control documentation for lot number s1106, expiry date 05/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. This is 1 of 3 cases from the same reporter. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship is not affected by this report. Evaluation summary: the production and quality control documentation for lot number s1106, expiry date 05/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.